Event description:
A false high advia centaur xp ca 19-9 result was obtained for a patient sample. The patient sample was tested on the immulite 2000 platform and the result was negative. A redraw sample was obtained and tested neat and diluted on the advia centaur xp, immulite 2000, and an alternate platform. The advia centaur xp and alternate platform results were high. The results on the immulite 2000 were consistently negative. The patient sample was also run on the dimension vista platform. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00174 on july 15, 2014. On 07/23/2014 additional information: the customer tested the patient sample using hbt (heterophilic blocking tube) and nabt (non-specific antibody blocking tube). There was no significant change in the result. The result obtained was 156 u/l. The clinical history for the patient was not available. The cause for the discordant advia centaur xp ca19-9 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. The customer will run the patient sample using hbt (heterophilic blocking tube) and nabt (non-specific antibody blocking tube) to test for non-specific interactions. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. "